Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis event. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that the cause of the peritonitis was a break in aseptic technique (previously reported as unknown). No further detail was provided regarding the break in aseptic technique. Three days prior to the receipt of this report, the patient was discharged from the hospital. On unreported dates the patient was recovered from the event, and was re-trained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.